Event description:
Customer reported the unit of measure setting of his unlocked freestyle meter changed from mg/dl to mmol/l. While assisting the customer, it was discovered that there was also an error message and additional icons present. These messages are an indication the device may have exhibited the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. Follow up report will be submitted if the product is returned for eval. Customers and retailers have been informed through the adc fa16may2006 letter.